Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device inside the sealed blister and missing the curved part at the shaft. No other anomalies were noted. Visual inspection of the returned photo found the device inside the blister and appears to be missing the curved part at the shaft. No other anomalies were noted. The manufacturer performed an evaluation with the following results: final manufacturing steps not completed, the blade should be curved per manufacturing step prior to being packaged. This is issue has been escalated to a corrective action. The overall complaint was confirmed as the observed condition of the crvd full radius bld 4.2mm 5pk would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received and attributed to a manufacturing. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information regarding the evaluation: the manufacturer performed an evaluation with the following results: final manufacturing steps not completed, the blade should be curved per manufacturing step prior to being packaged. We reviewed the operating procedure and it appears that right after the bending operation 100% of the products are inspected using a specific fixture. We also reviewed the pfmea and only an operator mistake can lead to this failure mode. Five different operators have worked on this batch and were trained to the procedure listed above. We conclude this should be linked to a human error and as the site closed in june 2024 no awareness can be performed in production anymore.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the crvd full radius bld 4.2mm 5pk device package contained a single shaver blade, which was curved full radius according to the sticker art, but contained an un curved shaver blade. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: unknown at this time. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.